Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg) displayed an error code. It was found that the printed circuit board (pcb) was damaged. It was also determined at analysis that the liquid crystal display was damaged. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) displayed an error code. The epg was returned for service and subsequently tested out of specification during manufacturer's assessment. There was no patient involvement.